Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter-plastic was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-plastic. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the instrument probes were clogging due to foreign matter within the tube cap. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the instrument probes were clogging due to foreign matter within the tube cap. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.